Manufacturer narrative:
Pt was allowed to weight himself/herself but not allowed to eat or drink while on dialysis. Following the reported event, the facility's biomedial tech was unable to duplicate the reported problem in the lab. He found that the d2 flowmeter and p2 pump were slightly out of calibration, so he recalibrated them. On 4/26/06 a gambro technical specialist (gts) was dispatched to the clinic to perform an investigation on this machine. He found the machine to be within MFR's specifications for ultrafiltration accuracy. As a preventive measure, he replaced "d1/d2" flowmeters, and then recalibrated the machine. The machine was verified to be operating within MFR's specifications. It was disinfected and returned to the floor for use. Clinical investigation is ongoing.